Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that when the patient was implanted, he had arachnoiditus and leg cramps that went away. But on (B)(6) 2017, he began having ¿extreme leg cramps¿ and had to go to the emergency room on (B)(6) 2017. The patient stated that this issue has gradually gotten worse. He reported that the stimulation was on, and he tried turning it up, but it had not resolved the issue. It was noted the patient programmer showed the stimulation to be on and he had the ability to change the stimulation. The patient was to contact a healthcare professional. Follow-up was conducted.

Manufacturer narrative:
Date of event was reported as 2017. Based on additional information received, the aware date was reported as (B)(6) 2017 ( "3 weeks" prior to (B)(6) 2017).

Event description:
Additional information received from the manufacturer¿s representative reported that the patient contacted them and stated that they thought they had a defective device and that the stimulation was shocking them. The patient had gone to the emergency room because they were sore around the ins battery. The patient was suffering and indicated their doctor had retired. They were directed to contact the manufacturer and did not like that response.

Event description:
Addtional information was received indicating that the rep was able to find a pain doctor that would take the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their device was malfunctioning. They reported that they had been getting a hot spot and that their whole body would vibrate from the device. They reported that three weeks ago they went to the emergency room. They reported that they didn't have a pain doctor, so no one would look at it. The patient reported that they were in so much pain with it off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was from the manufacturer representative on (B)(6) 2017 indicated that they helped the patient find a new health care professional (hcp) and they had not heard back from the patient since that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a constituent advocate for a legislature representative which reported that the patient had reported that no doctor will see him and he needs a doctor to see him for his health issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of information received on 2017-02-06 noted that there was loss of therapy that had occurred on (B)(6) 2017.

Manufacturer narrative:
Updated to malfunction as no serious injury occurred. Hospitalization also no longer applies to this event at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient received the healthcare professional (hcp) listings but the doctors were either too far away or refused to take them because the patient was on the "(B)(6) marijuana card." The patient was also had severe lower back pain develop starting (B)(6). The patient needed to get the system checked or removed and wanted a manufacturer representative (rep) to come to their house. Additional information received from the patient indicated they still couldn't find a doctor. Information received from a rep indicated that they found an office that would take the patient and answered their questions. Further information received from the consumer indicated that the patient was experiencing a tingling sensation like it's on fire all over their body, their leg cramps came back, and they wanted further assistance or they would cut it out.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that they found the patient a new healthcare professional.

Event description:
Additional information received from the patient reported that they had started to have pain around the ins and that their right leg was cramping. They went to the emergency room (ER) about a month ago where the ins was turned off. The patient met with the manufacturer¿s representative on (B)(6) 2017 at a local hospital and they turned the ins on. The patient stated that they experienced the same pain as before: bad pain/burning around the ins and right leg ¿complete cramping¿. The representative checked the leads but could not check the ins. The patient noted that they did not have a pain management healthcare professional (hcp) and cannot get the hcp to accept them because of the disease they had (arachnoiditis). The patient¿s general practice physician looked at them yesterday. They also were at a pain hcp also yesterday trying to get a new pain physician. It was stated that there was no treatment for arachnoiditis except for the ins and pain narcotics. The only relief the patient could get was from the ins. Further information received from the patient on march 1, 2017 reported that they had tremors on their right side, mainly in the right arm, since (B)(6) 2017 when the ins was shut off. The patient also noted that they had lost (B)(6) pounds in the last 30 days. In addition, their symptoms had gotten worse in the last 30 days. The patient current did not have a managing physician and had trouble finding one. They were going to follow up with their healthcare professional (hcp).